Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed as the tip of the guide wire was separated. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the ht command guide wire was prepped for use and handed to the interventional radiologist at which time it was observed that the tip of the guide wire appeared to have no coils or coating on the tip of the guide wire, only the core was present. The guide wire was put back in the packaging and another ht command es guide wire was used in the procedure. There was no resistance felt during removal of the guide wire from the hoop. There was no clinically significant delay in the procedure reported. No additional information was provided. Returned device analysis revealed the tip of the guide wire was separated.